Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced syncope.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced syncope. Subsequent information indicates the device was explanted for normal battery depletion and has been returned for analysis.

Manufacturer narrative:
No additional information was provided. Multiple attempts made to obtain additional information were unsuccessful. If additional information becomes available, or if the product is returned for analysis, this event will be reopened. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was not able to be confirmed.